Event description:
It was reported that the patient was seen in clinic for the follow-up visit after the device was replaced. Upon review, this pacemaker device triggered a lead safety switch (lss) due to gradual increase in the right ventricular (rv) lead impedance measurements, measuring greater than 2000 ohms. The patient was dependent on this pacemaker system. There were no symptoms reported by the patient. It was reported that there were several oversensing events along with noise. All other electrical parameters were stable, and the patient was admitted in the hospital for lead revision. It was noted that the suspected cause of impedances was conductor fracture. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient was seen in clinic for the follow-up visit after the device was replaced. Upon review, this pacemaker device triggered a lead safety switch (lss) due to gradual increase in the right ventricular (rv) lead impedance measurements, measuring greater than 2000 ohms. The patient was dependent on this pacemaker system. There were no symptoms reported by the patient. It was reported that there were several oversensing events along with noise. All other electrical parameters were stable, and the patient was admitted in the hospital for lead revision. It was noted that the suspected cause of impedances was conductor fracture. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.